Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot passed. The receiver log download was retrieved and attached. The log was downloaded and reviewed finding no errors related to the complaint. Receiver functional test was performed and passed all testing. Receiver "try-it" sound test was performed and passed. The receiver case was opened and an internal visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.